Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't successfully release when the white plunger was pushed. The device made contact with the aorta; it is unknown if there was any blood loss. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character limitations(B)(6) hospital. H3 other text : device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000384620 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a